Event description:
Start-up pain and difficulty walking.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Start-up pain and difficulty walking. Aspiration of hip, no growth after 48 hours. Line of demarcation on both views around the pinnacle cup. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A series of x-rays were provided. The pre-op x-ray indicates an acetabulum which is superiorly positioned with respect to the contralateral. This is also seen post-operatively. The shell position is challenging to measure, it may be 50 deg or greater, there appears to be a large amount of version on the shell. The stem is in valgus and a bone pedestal can be seen building up at the tip. The offset approximates to the contralateral. A line can be seen in the 2009 x-rays provided for review on the lateral view and on the view in 2013. The revision notes indicate that the device was sent to the (B)(4) centre. No histology reports on samples are provided. The cup was loose and 15 deg to the tal. Stem was well fixed. The metal ions levels did appear to increase gradually over time. A grinding sensation was reported when hill walking. The pain was reported when getting out of a chair. The MRI scan did not show any fluid collection. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Complaint reopened 17 june 2015 after receiving notification of complaint from (B)(6). No new information from (B)(6) regarding the complaint. Investigation report remains unchanged.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update: june 15, 2015 further information received that the acetabular shell was loose.

Manufacturer narrative:
(B)(4). Summary the complaint, originally (B)(4), was re-opened upon receiving further information from (B)(6) which was: patients medical records received it was unlikely that a manufacturing defect was present. No corrective action is required. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the review of medical records, it was reported that the patient was revised to address mechanical complication of internal joint prosthesis. Revision notes reported loose cup. Pathologist¿s report shows tissue inflammation, wear debris-type reaction and alval. Clinical notes also reported swelling. Metal ion levels are above 7ppb.

Event description:
In addition to what were previously reported, email notification alleges osteolysis, discomfort and soreness. Added new associated contact.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A series of x-rays were provided. The pre-op x-ray indicates an acetabulum which is superiorly positioned with respect to the contralateral. This is also seen post-operatively. The shell position is challenging to measure, it may be 50deg or greater, there appears to be a large amount of version on the shell. The stem is in valgus and a bone pedestal can be seen building up at the tip. The offset approximates to the contralateral. A line can be seen in the 2009 x-rays provided for review on the lateral view and on the view in 2013. The revision notes indicate that the device was sent to the lirc retrieval centre. No histology reports on samples are provided. The cup was loose and 15deg to the tal. Stem was well fixed. The metal ions levels did appear to increase gradually over time. A grinding sensation was reported when hill walking. The pain was reported when getting out of a chair. The MRI scan did not show any fluid collection. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.